Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced slight pain during fitting session (specific date not reported). Two weeks later, the patient experienced pain at the implant site, vertigo, an infection and extrusion of the electrode at the posterior wall of the external auditory canal (specific date not reported). Subsequently, the patient was hospitalized from (B)(6) 2025, for an IV antibiotics treatment. The patient was also treated with oral antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.